Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter with no packaging or other devices. The catheter was inspected tactilely and under magnification. There was blood and contrast in the inflation lumen. Examination of the balloon and shaft did not reveal any tears or damage. Functional testing was performed using an inflation device filled with water connected to the inflation port. The device was inflated to 14 atm for 5 minutes. The catheter maintained pressure and there was no indication of any leaks or other irregularities. The reported ¿balloon burst/rupture¿ was not confirmed and there were no material or manufacturing deficiencies noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained through ipsilateral antegrade approach. The chronic totally occluded stenosed target lesion was located in the moderately tortuous and moderately calcified right superficial femoral artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was select and the physician attempted to perform dilatation; however, on the first inflation the balloon rupture at 14 atmospheres. The procedure was completed with a different device. No patient complications were reported and the patients' status is good.